Event description:
On 03may2024, a representative from an eye care professional¿s (ecp) office called to report a patient (pt) began experiencing an ¿infection¿ and was diagnosed with a marginal corneal ulcer while wearing an acuvue oasys 1-day with hydraluxe® technology¿ brand contact lens (cl) in the right eye (od). The representative reported that the pt returned sealed boxes and can¿t advise if the lenses were¿ actually defective.¿ the pt was diagnosed with an od corneal ulcer on 06dec2023 and prescribed ofloxacin od four times daily (qid). The pt¿s od is ¿fine now.¿ the pt¿s last eye exam was 07mar2024 and the pt has returned to cl wear with a competitor¿s product. The pt¿s record does not indicate the location or size of the od marginal corneal ulcer. There is no permanent impairment to the pt¿s vision. The pt's contact details were provided, but no authorization was provided to contact the pt directly for additional information. No additional medical information was provided. Additional calls placed to the pt¿s treating ecp office on 06may2024, 09may2024 and 14may2024 for additional medical information were unsuccessful. No additional medical information has been received. The od suspect cl was discarded. No additional investigation can be conducted. The lot number of the suspect od cl is unknown. If any further relevant information is received, a supplemental report will be filed if applicable.